Manufacturer narrative:
Device evaluated by MFR: the device was not returned for evaluation. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-03024. It was reported perforation and pericardial effusion with tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system (was) was positioned and a 27 mm watchman ® laa closure device & delivery system (wds) was advanced. The closure device was deployed and the device perforated the back wall of the appendage resulting in pericardial effusion with tamponade. The devices remained in place and the patient was transferred to surgery. The devices were removed during surgery and the laa was ligated. No further patient complications were reported. The patient was stable post surgery.